Event description:
The customer stated she woke up with a blood glucose reading of 428 mg/dl. The customer stated that she changed the infusion set and noticed that insulin leaked from the reservoir into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.